Event description:
Prior to the procedure the generator would only boot to a black screen with stripes. Power cycling the generator did not resolve the issue. The patient already had an IV in placed when the procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
One 4 lesion nt2000 pain management rf generator was received into the lab for analysis. No accessories or original packaging were available for inspection. Visual inspection of the returned generator indicated that the display panel, chassis, and all input/output connector appear to be intact and free of physical damage. Printed and applied labels were legible and internal components were properly secured. The field reported event was confirmed as the generator booted to a black screen with stripes. The generator was connected to an external monitor and a checksum error appeared. This behavior is consistent with a depleted cmos (complementary metal-oxide semiconductor) battery located at the system level circuit board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the reported event was confirmed. The root cause has been isolated to a depleted cmos battery.